Event description:
Customer reported receiving a sensor error alarm and also reported that the sensor gave inaccurate readings. She stated that when the sensor glucose reading was 54 mg/dl, the blood glucose reading was 133 mg/dl. Customer reported that the sensor glucose graph was not trending in the same direction as the blood glucose at the time of the event. Customer is in a wheelchair and stated that when she inserted the sensor ther was bleeding that she was unable to stop. She stated that she has developed scar tissue in the abdomen. Customer also mentioned that she was recently hospitalized for reasons that were not related to diabetes. She stated that the sensor appeared to be fully inserted at the time of the report and that the site was comfortable. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.